Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned for evaluation. Visual examination revealed the guide wire was unraveled from the proximal end. The guide wire also contained numerous kinks and bends along the body. Visual examination of the catheter could not be performed as it was not returned for evaluation. The total length of the returned core wire measured to be 599 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire (measured in an undamaged location) measured to be 0.806 mm which is within specifications of 0.788-0.826 mm per product drawing. Dimensional inspection of the catheter could not be performed as it was not returned for evaluation. The returned guide wire was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "thread tip of multiple-lumen catheter over spring-wire guide. Sufficient spring-wire guide length must remain exposed at hub end of catheter to maintain a firm grip on spring-wire guide." An undamaged portion of the returned guide wire was advanced through a lab inventory catheter with minimal resistance. Functional testing of the catheter could not be performed as it was not returned for evaluation. A manual tug test confirmed that the distal weld was intact. Additional testing of the catheter could not be performed as it was not returned for evaluation. The IFU provided with this kit warns the user, "warning: although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the spring-wire guide." The report that the guide wire unraveled was confirmed through examination of the returned sample. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. However, without the catheter to evaluate, the probable root cause could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
In the emergency department, the physician was placing a femoral cvc and when trying to withdraw the guidewire it got stuck. When the wire was removed it was uncoiled. The user felt steep insertion angle caused the wire to catch. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
In the emergency department, the physician was placing a femoral cvc and when trying to withdraw the guidewire it got stuck. When the wire was removed it was uncoiled. The user felt steep insertion angle caused the wire to catch. No patient harm reported.